Event description:
It was reported the patient had shocking sensation and pain on the right side of neck. No diagnostic tests were performed. The patient was reprogrammed and the voltage was decreased from 3.0 to 2.9 volts. The event was considered resolved without sequelae.

Manufacturer narrative:
Concomitant products: product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: neu_unknown_prog, product type: programmer, physician. (B)(4).